Manufacturer narrative:
(B)(6). During use of the 4x60mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter, it was reported that the balloon ruptured at eight atmosphere (8 atm) during its initial inflation. The saber pta balloon was replaced with a new unknown balloon catheter and the procedure was completed. There was no patient injury. The vessel was heavily calcified. No other information was provided. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A device history record (DHR) review of lot 17351062 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, lesion characteristics (heavily calcified) and procedural/handling factors most likely contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
During use of the saber percutaneous transluminal angioplasty (pta) balloon catheter, it was reported that the balloon ruptured at eight atmosphere (8 atm) during its initial inflation. There was no patient injury. The saber pta balloon was replaced with a new unknown balloon catheter and the procedure was completed. The vessel was heavily calcified. The device will not be returned for analysis. No other information was provided.